Event description:
The advocate called for help with the customer's digest system. She performed control tests prior to calling and alleged that she may have received a result of 217 mg/dl. The normal control range was not provided, but should be around 106-147 mg/dl. No adverse events were alleged. Customer service attempted to call the customer or advocate back after the initial call, but it was not possible to speak with either of them. No product will be returned.

Manufacturer narrative:
Product information was not obtained during the initial call. It's not possible to determine the manufacture date, 510k number without the meter information.